Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on 03-jul-2021 that occurred in (B)(6) within the apac region. The reported event description "after use, when checked the scope, the user found that the bending rubber leaked and the ift was sunk in many places . No harm was caused" involving the pentax medical fiberscope, model fb-18rbs,serial number (B)(4). The investigation is in-process.